Event description:
It was reported that a patient sustained a burn (redness) while using a bci® disposable sensor. The patient was taken to the hospital (could have been for something else). The doctor informed the mom that the burn could have been due to the probe. The patient was treated with venelex ointment for a deep tissue wound on left big toe, burn mark on right foot, and burn on side of foot. Venelex ointment is used to promote wound healing. No other adverse events reported.